Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced he high blood glucose of 480 mg/dl. The customer reported that they had difficulty in breathing. The customer was using the insulin pump within 48 hours of the high blood glucose. The device will not be returned for the analysis.